Manufacturer narrative:
Corrected data: the initial reporter did not report that the manufacturing records were reviewed. Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
A surgeon reported that his vns patient was seen postoperatively in the office and diagnostics showed high lead impedance. It was reported that diagnostics were fine at the time of surgery. The patient returned to clinic the next day and our consultant was present for their office visit. X-rays were taken and visually observed in the surgeons office and it was reported that the lead pin appeared to be fully inserted. No manipulation or trauma was reported. System diagnostics were normal - 2860 ohms. Impedance = ok,comm = ok, ifi = no. Performed several times with a different handheld. Further investigation is underway to determine the cause of their displayed high impedance that has now resolved.

Event description:
Additional information was received that the high impedance that was seen was a stored value from manufacturing and not a result of a device issue.